Event description:
Pt reported, the menu button on the infusion device is not responding. Pt is currently at a rehab facility because of a diabetes re-adjustment. No further is available. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.